Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. Each coda balloon is shipped with instructions for use (IFU) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Training on use of the product in (B)(4) has been performed. The info regarding the training that has been executed and participants is maintained by cook incorporated product management. The complaint correspondence indicates that the balloon was possible over-inflated. The IFU addresses this hazardous situation in the warnings section and in the directions for inflation by stating over-inflation of balloon may result in damage to vessel wall and/or vessel rupture and adhere to the recommended balloon inflation volumes. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated. The risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. Ballooning was performed to secure the grafts with a little bit over inflation after one main body graft and two iliac leg grafts were placed. The physician felt a feeling of strangeness when the ballooning was performed. The pt's blood pressure was checked, but no blood pressure variation was observed at the time. Angiography was performed and it revealed right external iliac artery was ruptured and blood leaked from right external iliac artery to outside of the vessel. Retroperitoneum was dissected to see the condition of the vessel and the physician considered to place blood vessel prosthesis instead of stent grafts, however, an additional iliac leg graft was extended into right external iliac artery and another MFR's stent (diameter: 12mm length: 4cm) was also placed to secure the stent graft since amount of bleeding was not so significant than he thought. Final angiography revealed blood flow from right external iliac artery to outside of the vessel was resolved. The pt's condition after the procedure is unk.